Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 500 mg/dl. Customer¿s other blood glucose level was 467,400 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. Troubleshooting was performed for the high blood glucose. The customer treated for high blood glucose with the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened button dome switch and partial unlocked lcd keypad connector was noted during visual inspection. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the device deficiency anomaly due to the buttons not responding.